Manufacturer narrative:
25sep2024/unknown time: whole blood was drawn, and plasma was analyzed using the piccolo comprehensive metabolic panel (cmp), lot 4164bc1, on the piccolo xpress chemistry analyzer serial number (B)(6). The patient was currently taking supplements. Results: potassium (k+) = 5.1mmol/l (reference range 3.6-5.1 mmol/l) the plasma sample was refrigerated. Zoetis -abaxis technical support notified the laboratory technologist that they needed to immediately notify the physician of the results. The physician then decreased the potassium supplement dose and ordered that the patient continue the potassium supplements and return to check the patient's potassium (k+) levels in 1-2 weeks. (B)(60 2024/3 hours later: the plasma sample from the previous run was sent to an external lab and ran on a dxc 700 analyzer. Results: potassium (k+) = 4.5 mmol/l (reference range 3.5-5.1 mmol/l) the physician was notified of the external laboratories' results and ordered the patient to continue their potassium (k+) supplements at the original dosage ordered.(B)(6) 2024 a follow-up confirmed that the patient was not impacted, and the reported issue did not contribute to serious injury or medical intervention. A return authorization (RMA) was initiated for further investigation of the instrument. A follow-up will be provided following the investigation.

Event description:
25 sep 2024: zoetis abaxis union city technical support received a call from a healthcare professional reporting an unexpected high potassium (k+) result using the piccolo xpress analyzer, serial number (B)(6), and the piccolo comprehensive metabolic panel (cmp), lot 4164bc1. The patient was treated based on the results of the piccolo xpress chemistry analyzer.

Manufacturer narrative:
05 january 2025, a quality investigation was received. The customer chose not to return their instrument to zoetis for investigation. A review of the batch record for lot 4164bc1 showed one low unacceptable reading for potassium during manufacturing, with a failure rate of (B)(4) and a limit of (B)(4). The lot met all release criteria with no deviations. A review of the complaint data showed that there was only one (1) rotor from this lot, only from this clinic, reported for high potassium out of (B)(4) rotors shipped for a complaint rate of (B)(4). There has been no observed trend for high potassium over the last 12 months ending in sep 2024 and there has been no reported patient impact contributing to patient injury or hospitalization. This complaint cannot be substantiated.